Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the hose of the device burst during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences with regard to the patient. The surgical technologist experienced a headache following the event, and both the attending and resident physicians reported hearing issues initially. The hearing issues resolved fully without medical intervention for the attending physician. The resident physician has alleged a reduction in hearing in one ear, although it has improved since the event. The resident physician has not seen a specialist or had a formal diagnosis to date.

Event description:
It was reported that the hose of the device burst during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences with regard to the patient. The surgical technologist experienced a headache following the event, and both the attending and resident physicians reported hearing issues initially. The hearing issues resolved fully without medical intervention for the attending physician. The resident physician has alleged a reduction in hearing in one ear, although it has improved since the event. The resident physician has not seen a specialist or had a formal diagnosis to date.